Event description:
Placed in 2000. During cxr in last few days, it was determined that a portion of the catheter was missing. Called interventional radiologists to view film and they concurred. No other info provided.